Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated when the sensor was removed, the sensor wire was missing. The patient suspected the wire remained in the skin and was evaluated by a health care professional on (B)(6) 2019 and an ultrasound was performed. The ultrasound did not confirm the presence of the wire. At the time of contact, the patient was doing well. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined.